Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was alleged that there were 20 units of insulin remaining than what the pump had recorded. There was no indication that the product caused or contributed to an adverse event. This is being reported due to the potential for an inaccurate remaining insulin reading to cause the cartridge to empty without proper alarms, resulting in under delivery.